Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported a broken haptic of a lens during an intraocular lens (iol) implant procedure. It was reported that it was necessary to "open up the top part to remove the lens". The replacement lens was implanted through a scleral tunnel.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic is broken in the distal area. The other haptic is bent in the distal area. Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in the specific cartridges. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).